Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 17 cm distal to the is-1 connector pin. The proximal and the distal fragments were received for analysis. A medial part of the lead, approx. 5 cm, was not returned. The inspection revealed severe abrasion marks at several positions of the lead segments. The insulation was rubbed through in the distal lead section. The conductor cables were not fractured within the analyzed lead fragments. Die measurements of dc resistances of the lead fragments were within limits. The characteristics of the insulation damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the manoeuvrability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was explanted due to a fracture and intermittent oversensing. No known patient adverse events. Should additional information be received, this file will be updated.